Event description:
It was reported an 8f angio-seal vip was deployed post intervention. The collagan initially remained at the skin level but was placed beneath into the arteriotomy tract using steady tension on the device, heparinized saline applied to the collagen, and gentle tucking with hemostats. Post deployment pulses were unchanged and the site was soft and dry. The next day, a hematoma was present at the site but the patient was discharged home. The next week, the patient received an ultrasound which documented a pseudoaneurysm requiring surgery. The surgeon reported clot was present at the site of the pseudoaneurysm. The reporting physician stated the angio-seal components were removed. The representative was present for the angio-seal deployment. The patient experienced no further consequences and was taking anticoagulants (type and dose unk).

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the pseudoanurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseuoaneurysm may be used after the angio-seal device has been placed. The angio-seal IFU state in very thin patients the collagen may protrude from the skin after tamping has be completed. Attempt to push the collagen under the skin using a tamper tube or a sterile hemostat. Do not apply vigorous tamping as this may result in anchor fracture. Do not cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/ collagen sandwich could be compromised.